Manufacturer narrative:
Block h6: imdrf device code (a050702) captures the reportable event of (device failure to cut).

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the digestive tract during an endoscopic polypectomy procedure performed on (B)(6) 2026. During the procedure, the physician was unable to successfully cut the target polyp. When the metal wire was tightened, the polyp would slip off. The support was insufficient due to the working length being too short. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.